Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported by patient that they had tremendous amount of back pain in lower back. Pain was near the implant, around the where the underpants would come around to the waist, down across from side to side. Sometimes it was right on that right side and sometimes it is all the way. At times, when they were in pain, they would sweat profusely. Patient was taking too many pain pills to get pain to stop. Patient was at 1.9 v and tried going up to 2.2 v and it made no difference with pain. Patient then tried decreasing down to 1.7 v. The device works and helps the bladder. Patient also tried exercising thinking they could strengthen those muscles but it did not make a difference. Patient says even leaning down to pick something off the floor was unbearable. Patient wanted to know if the device/wires could cause pain and wonders if there are any settings to help the pain. Patient had not checked with their healthcare professional (hcp) yet. Patient mentioned having a fall due to being clumsy however thought it didn't affect them. They also mentioned it could probably be some arthritis too. Patient advised to follow up with hcp. No further complications were reported or anticipated. [Please refer to (B)(4) for other patient event].